Manufacturer narrative:
This MDR was originally submitted on june 22, 2016, however due to an error in the phone number format the submission was rejected. Due to an issue with the interface between the complaints handling software and the FDA system, the acknowledgements were not received until june 28, 2016. The phone number was updated and the MDR was resubmitted on june 28, 2016, however the phone number format was still not accepted and the submission was rejected again. This is the third attempt to submit this report. The phone number has been removed from section e and is included below. Patient information was not provided. (B)(6). Sorin group received a report that the aortic arch cannula tip disconnected from the cannula during a procedure. There was no patient injury. The device has been requested for return so an investigation can be performed. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the aortic arch cannula tip disconnected from the cannula during a procedure. There was no patient injury.

Manufacturer narrative:
A review of the initial report, filed july 5, 2016, found that the manufacture date was not documented. The manufacture date for this product is november 6, 2014. This error was discovered on september 9, 2016 while reviewing the initial report following completion of the complaint investigation. Sorin group received a report that the aortic arch cannula tip disconnected from the cannula during a procedure. There was no patient injury. The complained device was returned to sorin group USA for evaluation. The reported issue was confirmed; the tip could be easily removed from the cannula. Visual inspection found that there was a slight cloudiness along the connection sites on both the tip and the cannula tubing ending, suggesting the presence of adhesive. Three unused aortic arch cannula (ra-1137) from a different lot (1529300064) were also returned to sorin group USA for evaluation. Visual inspection found that all three cannula had traces of adhesive. One of the cannula had a void that traveled roughly half of the way through the connection site. The void was on the proximal side of the tip. Excess adhesive was found on the distal edge of the connection site. Pull testing of the three unused cannula found that all units sustained at least 30lbs of force. The requirement separation force for this product listed in the specification is 15n (3.37 lbf). The investigation was completed on august 15, 2016. As the issue was not reproduced, a root cause could not be determined. Since the build of this lot, sorin group USA has investigated and improved the bonding process within the ra-xxxx product line. A CAPA (B)(4) has been implemented and the mop for the assembly of the aortic arch cannula has been revised to clarify the uv adhesive application process. There have been no instances reported of tip disconnection on product built following implementation of these actions.